Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient¿s nursing home caregiver regarding the patient with an implantable neurostimulator for spinal pain. It was reported that the patient had poor/no telemetry with recharging and poor communication. The patient¿s nursing home caregiver called because they were having troubles with the recharger, which was then clarified stating they were getting the ¿reposition antenna¿ screen. It was reported that the patient last successfully recharged their device about a week ago. It was unknown if the patient was unable to communicate with another external device as it was stated that the patient did not have their patient programmer. Steps were reviewed on how to use the antenna locate (al) feature and the al feature was used. An recharge session was then attempted and it was indicated that the al feature resolved the reported issue. It was reported that after the al feature they were able to get 6 to 8 coupling bars. It was reported that after the al feature was used the caller briefly saw an information por message on the screen and it quickly transitioned to the charging screen showing 7 coupling boxes. It was recommended that they continue to char ge the patient¿s device to at least a quarter so that their stimulation could be turned back on. It was reported that troubleshooting resolved the issue. It was recommended that the caller call back if they experience the por message again. It was reported the poor communication and por message occurred on (B)(6) 2018. No symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was obtained from the hcp. They confirmed they did not know of any possible causes that led up to the poor communication. No further complications were reported or anticipated.